Event description:
Allegedly, the patient was revise due to pain; stiffness; progressive arthritis (left). Revision njr index no: (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-00310, -00311. This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.